Manufacturer narrative:
There is a known issue on the gem premier 4000 system of rare occurrences of falsely lowered k+ results (potential negative bias of 0.6 to 1.2 mmol/l) that can occur during cartridge life on pt blood analysis, leading to erroneous results with potentially severe impact to pt treatment. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through (B)(6).

Event description:
Customer reported that the k+ results on their gem premier 4000 were 0.5 mmol/l to 0.9 mmol/l lower than their lab analyzer.